Event description:
It was reported that the zimmer electric dermatome would not cut properly. A new site was then prepped and completed with another device. Add'l clinical follow up with the customer indicated that there was a laceration on the left leg where the dermatome did not cut to the proper depth. No sutures were required and a new donor site was used to harvest a graft with a padgett dermatome. Surgery time was extended by 20 minutes.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 01/06/1997 and was last repaired on 04/18/2013 for a non-related issue. Eval of the device observed no visible issues were observed. Prior to repair, the device was outside calibration specification at the zero thickness setting on the right side. The cause is likely the user not maintaining the device per proper handling. The device was serviced and returned to the customer.